Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the caregiver reported the ilet touchscreen was unresponsive on the top half of the display. The user could unlock but not access menus or the bell icon. Blood glucose was not affected. A replacement device was issued the same day. No hospitalization or long-term effects were reported.